Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was presumed to be a loose serial digital interface1 output port. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center, which is an olympus asset with no reported complaint. During the evaluation of the device, image flickering was observed. There was no patient involvement.